Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and no defects were observed. The sample was attached to an in-house (B)(4) clearlink continu-flo solution set. The set was then spiked into a 1000ml solution bag containing sterile water. The set and the clearlink luer active device were then primed and checked for flow, each flowed normally without revealing any defects. The reported condition was not confirmed. The root cause is unknown. A batch review could not be completed as the lot number was not provided by the customer.

Event description:
The customer reported to baxter a clearlink valve in which a no flow situation occurred. According to the report, the nurse was attempting to administer an unknown medication through a hospira omni flow tubing set into an unknown extension set via a clearlink valve when the no flow occurred. As a result, the nurse changed the clearlink valve to a hospira clave valve to continue therapy. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.